Manufacturer narrative:
The reported events of noise, intermittent sensing, and damage to the lumen/track where the stylet enters the proximal end of the lead were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies. A stylet was able to be inserted into entire lead and removed without any difficulty.

Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, it was noted that the newly implanted right ventricular (rv) lead exhibited inner lumen mobility during stylet manipulation and demonstrated a noisy signal with intermittently appropriate sensing. The rv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2026. The patient was in stable condition.